Event description:
It was reported via fax to change tego cap prior to recommended one week due to no blood returned from cath limb. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".